Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient with intermittent uncut flap issue.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During on site visit, fse (field service engineer) replaced module intelliscan 31, suf board as a preventive measure and performed system verification as per sir (service installation record). Threshold tests have been requested but not provided. For further investigation, videos and treatment reports of patients have been requested but not provided. Review of the logfiles for the day of treatment shows no relevant errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. The logfile shows thirty two successfully performed treatments. No treatment report was provided. All treatments of the day were reviewed. No relevant deviation between planned and performed energy is detectable for any treatment of the treatment day. The user operated surgeries within the recommended energy settings. No technical root cause could be identified. Root cause for the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).